Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle¿ lite was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip (carrier) of the capio detached upon deployment. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed that the suture on the blue with white stripe dilator is broken. The remainder of the suture with dart was not returned. The capio slim suture capturing device was also not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. The assigned complaint investigation conclusion code for this event is manufacturing process design because the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a pinnacle lite was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip (carrier) of the capio detached upon deployment. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The assigned complaint investigation conclusion code for this event is supplier manufacturing process design, and not manufacturing process design, because the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design.

Event description:
It was reported to boston scientific corporation that a pinnacle lite was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip (carrier) of the capio detached upon deployment. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.